Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated due to premature battery depletion. No changes or intervention was reported. There were no patient consequences.